Event description:
Customer reported a malfunction alarm with a displayed code ¿malf 0¿ on their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was advised by technical support to switch to manual daily injections as a backup therapy, and a replacement pump with updated software was sent to them. Instructions were given regarding the return of the faulty pump and the steps to follow with the new device, and the customer acknowledged these instructions.